Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure and found the cadiere forceps had a broken grip at the grip base. A piece approximately 0.21" x 0.63" was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that prior to starting a da vinci assisted procedure the tip of the cadiere forceps had broken off. The procedure was completed and there was no patient injury.